Event description:
The customer reported that after pipetting an hbsag plate on summit the tech observed that no reagent was pipetted into well g3. No error was generated. No death or serious injury was associated with this incident.